Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2011: patient underwent the following procedures: l5-s1 laminectomy, facetectomy and decompression of cauda equina. L5-s1 transforaminal lumbar interbody fusion with peek cage, autograft and bmp. L5-s1 posterolateral arthrodesis facet joint with autograft and rhbmp-2. Non-segmental instrumentation l4 to s1. Peek cage. Mayfield. Fluoroscopy. Following implants were used in surgery: a 12 x 26 mm peek cage at l5-s1. Pedicle screw, 6.5 x 45 mm, x2 bilaterally at l4 and s1; a total of 4 screws. A 60 mm titanium rod on the left; a 75 mm titanium rod on the right. As per op notes, ¿at l5-s1 disk, I chose a 12 x 26 mm peek cage. I filled the center of the cage with rhbmp-2. I also filled the anterior one-third of the disk space with autograft. This was bone that was morselized after it was removed from the facet. I also placed a small piece of rhbmp-2 sponge as well. I then tapped the cage into position." The patient tolerated the procedure well without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.